Event description:
It was reported to gore, that on (B)(6) 2024, this patient underwent an endovascular treatment with the gore® excluder® conformable aaa endoprosthesis. After a full deployment of the gore® excluder® conformable aaa endoprosthesis cxt231412e, the physician tried to remove the excluder catheter system, but couldn¿t get out through the gore® dryseal flex introducer sheath (dsf). The leading tip at catheter (olive) could not pass through the introducer sheath and the physician pulled the delivery catheter stronger in order to release the tip from the sheath and the olive broke loose. The physician tried to snare the olive using a guidewire and was not successful. It was then decided to use a gore® excluder® aaa endoprosthesis (contralateral leg endoprosthesis plc161000) and overlap with the existing ipsilateral leg while securing the broken off olive between external wall of plc161000 device and the iliac artery wall. The treatment was successfully completed, and the olive remains in the patient as it was secured by the plc161000 device.

Manufacturer narrative:
Investigation is still ongoing for the images that are provided by company representative. H3: the graft is not being evaluated since it remains implanted, also the broken olive component from the catheter remains inside the patient. The delivery system is currently in transit to the manufacturer. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.